Manufacturer narrative:
The device in question was returned manufacturer on april 2,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "foggy". No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the examination revealed thermal damage in the distal area. The rod lens system is leaking and there is moisture in the system. The optical fibers in the distal area are also thermally damaged. Distal end thermally damaged (via laser) distal solder seam thermally damaged, leaking moisture inside the rod lens system, consequential damage due thermally damage. Optical fibers thermally damaged the description of the customer "foggy" can be confirmed. The imaging is not given. When examining the optics, thermal damage with material melting was detected at the distal end. The damage may have been caused during laser application. The distal solder seam is also severely thermally damaged and leaking. The leak could have allowed moisture and residue to enter the system, which severely impaired imaging. The damage found was most likely caused during use. The event is filed under internal karl storz complaint ID: (B)(4).